Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings:. Returned battery cap and test cap attach to the pump but continue to spin. Battery compartment crack at the threads to the left of the bumper & at case seal below the bumper..pump does not power on; unable to perform all steps due to no power. Evidence of moisture visible behind display lens; leak test failed due to battery compartment leak.. Opened pump; evidence of moisture observed throughout pump internally. Recurring por events observed in the bb following a replace battery alarm.. Crack between case seal and keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; battery compartment crack with moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.